Event description:
A customer reported to baxter (B)(4) of an administration set that leaked during infusion. Reportedly, during the transfusion of a blood pouch, the set leaked at the level of the filter. The reporter stated that the leakage was observed at the beginning of the set just below the filter. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.